Manufacturer narrative:
Account manager requested if the faulty product was available for return and action if availability confirmed. No returns were ever provided for uplift and return. No further investigation was possible. Return eventually were receipted and confirmed broken and would not have passed test. Product would not have passed 100% testing on site- suspected transport damage.

Event description:
Armstrong medical ltd received a complaint from (ge healthcare) (B)(6) hospital (B)(6) reported that during a procedure while the patient was intubated the ge aisys anesthesia machine began leaking. The disposable co2 canister was found to be cracked, which caused the leak. Product code: amab3801ge--- lot number 090924f11. Armstrong medical ltd consider this to be a reportable event as it meets all three basic reporting criteria a-c of meddev 2 12-1 rev.8 and MDR article 2 (65). There was patient involvement with no patient harm reported. As this product is available on the market in the us, we are obliged to report to FDA. Please note that due to it issues with the us portal, armstrong medical ltd have been unable to submit reports to the FDA until now.